Event description:
New information on (B)(6) 2018, indicated that the patient's condition was stable throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. The implantable cardiac monitor exhibited intermittent ventricular undersensing and noise. Programming changes were discussed, but no medical intervention was performed. No patient symptoms were reported and the patient would continue to be followed normally.